Event description:
It was reported that a revision surgery was performed as a result of screw breakage that occurred one year after the primary surgery.

Manufacturer narrative:
The reported event could be confirmed. The macroscopic and microscopic investigations show that during the implantation in the patient the screws were loaded by high bending and tensile forces transmitted by the plate. Hereby the heads of the screws (the wings) were broken in fatigue mode. The fracture surfaces of the screws predominantly show the typical marks of a fatigue breakage but also to a smaller extent the fracture surfaces show the flow structures of a ductile breakage under high bending and tensile loads transmitted over the bottom side of the screw heads. The damages at the insert flanks of the cross recessed and at the bottom side of the screw heads allow to conclude that a too strong tightening was the root cause of the bending and tensile overload. Two of the returned cross recessed fragments could not be assigned to one of the three screws and were not investigated furthermore.